Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke in two at conclusion of case. Nothing was left inside the patient. Case fully completed using this device. Patient is doing well. The hospital did not report any patient effects.

Event description:
Complaint record being canceled as another complaint has been created. Complaint was created in error.

Manufacturer narrative:
(B)(4). Complaint record being canceled as another complaint has been created. Complaint was created in error.